Event description:
Received report from the physician regarding separation of the tube from lap-band system, after being in place in the pt for four months.

Manufacturer narrative:
Taper unk. Analysis of the 2 pieces of band tubing (this is the portion of tubing located between the stainless steel connector and the band, not the stainless steel connector and the prot) noted a sharp opening with breakage and striations consistent with surgical damage and may have been made to facilitate removal of the device. Further info from the rptr regarding the serial number and the implant date has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."